Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to defibrillate. There was no patient involvement.

Event description:
The customer reported that the device failed to shock. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.